Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the re-process method described in the following instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope has foreign material of an unknown origin on the distal end. The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found foreign material of an unknown origin on the distal end most likely caused by wrong user handling. Furthermore, the following additional issues were identified during inspection: bending section cover or distal sheath leak, plastic distal end cover crack, connecting tube dent, control unit, up down plate peeling off, control unit up down knob cracked, control unit forceps elevator, lock engagement lever broken, universal cord scratch, and cable tube unit scratch, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.